Manufacturer narrative:
The ge representative conducted an onsite investigation. The iris pot was replaced and the collimator was calibrated. The system was tested and is fully functional.

Event description:
The customer reported that the 9600 system displayed a bad iris pot error message. No patient injury was reported.